Event description:
During shift change, umbilical blood pressure was not reading correctly then stopped picking up and showed a flat wave form. The off going nurse and I tried to zero the line several times and were unsuccessful in correcting the issue. The off going nurse tried flushing the line and was unable to correct the issue. After this, I drew a blood gas and was able to get blood return but was unable to clear the line. At this point, I noticed the line was leaking from the clave closest to the baby. The clave was changed and the line began working. Malfunctioning umbilical arterial catheter (uac). No blood pressure reading from uac, able to draw back but unable to flush microclave closest to infant on uac leaking. Replaced microclave; after removal, noticed crack in microclave. The exact lot number for the defective microclave is unavailable but will provide product reference number. Lot number: 13833852 - this is a lot number of a different clave but most claves in our unit have this reference number. The exact lot number is unknown as packaging was disposed.